Event description:
It was reported that the lead was explanted and replaced due to increased thresholds and inadequate safety margins. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).